Manufacturer narrative:
The device displayed alert 41 (insulin absolute range error) and was unable to complete fill tubing or a dry run despite successful cgm reconnection. Remote troubleshooting did not resolve the issue, and a replacement device was provided. Returned product evaluation confirmed a broken lead screw within the insulin delivery mechanism, which caused the alert and prevented normal operation. No adverse clinical effects were reported. The malfunction was documented and will be trended per risk management procedures.

Event description:
It was reported that an ilet bionic pancreas displayed persistent alert 41 indicating an insulin delivery absolute range error, the sensor connection initially failed to display data until dexcom g6/g7 settings were toggled to g7, and the device would not allow fill tubing, instead returning to the restart screen. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery functions leading to device replacement and the user continuing cgm use with a phone or receiver. Investigation included technical troubleshooting with device restart attempts, cgm reconnection steps, confirmation of adequate battery state, and coordination for device return and replacement. Investigation of this case revealed recurrent absolute range error alerts and failure to perform fill tubing despite adequate battery and successful cgm reconnection. It was concluded that the device exhibited a hardware-related insulin delivery error requiring replacement and that the user should reinitiate setup on the replacement device.